Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
Patient was implanted on (B)(6) 2015 with a certas plus as setting 5. On (B)(6) 2015, patient was reprogrammed to setting 4 and was indicated at setting 4. On (B)(6) 2015, patient was reprogrammed from setting 4 to setting 3 and indicated at setting 3. Patient received MRI on (B)(6) 2015 and was not checked after MRI. On (B)(6) 2015, the patient required a shunt tap and the clinician checked the shunt and it indicated at setting 4. The clinician reprogrammed the patient to setting 3 and the valve indicated at setting 3.